Manufacturer narrative:
Justification for no UDI, this device has an UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a self test failure message using these attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1218058-2025-00020, 1218058-2025-00017, and 1218058-2025-00019. Evaluation: the onestep pads were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The pads were scrapped after testing and the customer was sent a replacement. Analysis of reports of this type has not identified an increase in trend.